Manufacturer narrative:
Institution:(B)(6). Phone number: (B)(6).

Event description:
Philips received a complaint on the xl+ device indicating that the treatment implementation has been disabled. There was reportedly no patient involvement. The philips remote service personnel confirmed that the incident occurred outside of clinical use. Multiple attempts were made to request information regarding resolution of the reported issue; however, no information was available.